Manufacturer narrative:
G4: 21jan2020. B4: 22jan2020. The manufacturer¿s international service technician confirmed the reported display issue. The touch frame assembly was replaced to address the reported problem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported that the est test failed. On follow-up the customer reported that the touch frame failed during the extended self-test. The unit was not in use on a patient during the reported problem. No patient or user harm was reported.